Event description:
A new walker lost a wheel when it was unpacked by the distributor. The circlip that prevents the wheel from coming off was loose. No injury was reported.

Manufacturer narrative:
The wheel reportedly came off during handling of the walker, but no user was involved. The customer did not return the walker to etac for exam. (B)(4).